Event description:
Complainant alleged that the medics were treating a patient (age and gender unknown) who was pulseless and who was not breathing. The complainant monitored the patient with the device in semi-automatic mode, but the unit did not advise shock to a ventricular fibrillation heart rhythm. The medic then turned the device to manual mode and administered two 150 joule shocks to the pt. The pt subsequently expired.